Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-16111. The pt has two leads from the same lot number. It was reported the pt's ipg site had become discolored and is a brownish color. The pt allegedly has been without stimulation as he has not charged his device in 8-9 months (reference MFR reports: 1627487-2012-01963 and 1627487-2012-01964). It was also reported the pt has experienced leg twitching, difficulty walking, and numerous falls. The pt's wife stated the pt wants his system removed. The pt was advised to contact his physician regarding the issues.